Event description:
Spin brush. Over a six month time frame, I was using the spin brush for tooth cleaning. Beginning in (B)(6) 2012, I noticed my molar tooth fractured and began to break away in pieces. At the time, I thought it was an old tooth with previous fracturing. I continued to use the brush, not linking the two. Then it happened a second time. I still didn¿t like the two. I became concerned because I do not have dental coverage. This happened two more times before my mother, who was having the same issue, was told by her dentist, that she needs to stop using the spin brush because of the issues and return to manual brushing. So, she told me. I stopped using the brush after that conversation and since then I have had no more tooth fractures. I even have 1/2 a tooth that is still holding strong. So, all together I¿ve lost 4 molars and 1/2 a molar. I cannot get them repaired because I do not have the funds to do so. Reason for use: toothbrush, daily use, twice a day.